Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) moved around and changed position as the patient manifested twiddler&#38112;syndrome. The ICD was repositioned. This device remains in service. No additional adverse patient effects were reported.